Manufacturer narrative:
Updated fields: b4, d9, e1 (event site address) g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields: g2, h6- medical device ¿ problem code. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced the pcb, power management board to resolve the issue. Work was performed according to the service manual and the unit is working.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use while in storage, cardiosave intra-aortic balloon pump (iabp) had a beep sounds even though the power is not turned on. There was no patient involvement.